Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-200m, motor with cable 3.5m was reported to be overheating during use. This occurred on (B)(6) 2025 during a mis surgery - foot and ankle. It was reported that it will not operate when connected now and is displaying an unspecified error message. The case was completed successfully using mis. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.